Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The report states: patient was revised to address poor cup position which led to pain and metallosis. Doi: (B)(6) 2009 - dor: (B)(6) 2009. Update: (B)(6) 2011 - litigation papers allege patient experienced discomfort and pain following the hip implant. On (B)(6) 2009, the pinnacle hip had to be surgically removed and replaced due to pain and instability. The surgeon documented a voluminous trochanteric bursa with very reactive synovitis during the revision surgery. Patient is a resident of (B)(6). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2011 - litigation papers allege patient experienced discomfort and pain following the hip implant. On (B)(6) 2009, the pinnacle hip had to be surgically removed and replaced due to pain and instability. The surgeon documented a voluminous trochanteric bursa with very reactive synovitis during the revision surgery. Patient is a resident of (B)(6). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. **update** (B)(6) 2012 - patients medical records were received from legal. The complaint has been reopened. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address poor cup position which led to pain and metalosis.

Manufacturer narrative:
(B)(4). Investigation summary; no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation and metal wear. Added account name, facility name, lawyer, revision surgeon patient harms, expiration date of head and liner and updated patient's initials. Added bone screw and hole eliminator due to the reported cup. Corrected the manufactured date of cup and liner. Doi: (B)(6) 2009 - dor: oct 26, 2009 (left hip).